Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shock. The inappropriate shock was delivered due to non-physiologic artifacts in combination with baseline shifts on the alternate vector. Boston scientific technical services recommended thorough troubleshooting. An x-ray was performed and showed the s-ICD had made a 180 degree turn in vitro/intramuscular. The patient was scheduled for a follow-up next week. Additionally, the patient did not follow through with the plan to return or schedule further visits. No adverse patient effects were reported. The s-ICD and electrode remains in service. No further information is available.